Manufacturer narrative:
Product analysis: upon receipt of the three excised leaflets of the suspect complaint device at medtronic's quality laboratory, visual analysis showed that all excised leaflets were slightly stiff but flexible except where visible mineralization was present. Tissue deterioration associated with visible mineralization was observed on the inflow aspect of the right cusp. A large tear and abrasions through the free margin and lunula of the left cusp appears to be due to contact with the mineralization on the belly of the right cusp. A cluster of intrinsic mineralization adjacent to the tear in the left cusp may have contributed to the tear. Tears and abrasions in the belly of the non-coronary cusp appears to be associated to contact with mineralization on the right cusp. Trace mineralization was noted in the belly of the non-coronary cusp. No visible evidence of host tissue on the existing leaflets. Radiography shows trace to extensive mineralization in all excised leaflets. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 19 years and 9 months post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with an unknown product. The reason for the replacement was not reported. No additional adverse patient effects were reported.